Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the relay/transfer assembly. After replacing the relay/transfer assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would not energize correctly. There was no patient use associated with the reported event.